Manufacturer narrative:
(B)(4). Additional information received: how long was the patient kept in the hospital after the procedure? Around 10 days. Was the patient kept in hospital for longer than the expected time? No. Please confirm the surgery date? (B)(6) 2016.

Manufacturer narrative:
(B)(4). Batch # m92x0a. Additional information received: the titanium tip broke. The patient information is unknown, who did esophagus cancer surgery on (B)(6) 2016. The ace36e was the first time to use and the titanium tip broke during working process. The surgeon used x ray to look for the broken piece, but failed to find it. The anesthesia time was prolonged over 30 minutes. Now the patient is in hospital for further observation. Additional clarification was requested and the following was obtained: what is the reason for the patient¿s observation time in the hospital? Postoperative observation. Is this a direct result of the blade tip breaking off into the patient or for another reason? Unknown. If the observation time was for another reason, what is that reason? Comprehensive observation for patient the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.